Event description:
Patient underwent generator and lead revision surgery. The explanted lead has not been received to date.

Event description:
High impedance was observed prior to surgery. During surgery, the surgeon did check lead pin insertion and no issues were observed.

Event description:
It was reported that the patient's device showed high impedance. No known surgical interventions have occurred to date.